Event description:
It was reported that the customer had high blood glucose levels of 333 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump had come into contact with water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture in the battery tube. No button error alarms, unresponsive buttons or battery out limit alarms could be verified due to the blank display. The insulin pump had moisture damage on the electronic assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker. The insulin pump had moisture damage on the keypad traces.